Manufacturer narrative:
(B)(4).

Event description:
It was reported the junction between the catheter and luer hub (blue, brown) was leaking when flushed with 10ml of normal saline (n/s). The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the junction between the catheter and luer hub (blue, brown) was leaking when flushed with 10ml of normal saline (n/s). The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use were observed within the extension lines and on the catheter body. It was also noted that the catheter body was intentionally severed. The severed portion was not returned for analysis. Visual examination revealed a hole in the distal extension line and proximal extension line directly adjacent to the luer hubs. Microscopic examination confirmed the damage and revealed that the extension lines were still molded within the luer hubs. The inner diameter of the distal lumen measured 1.4986 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.157 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the proximal lumen measured 1.4986 mm, which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.171 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body that was returned measured 283 mm, which is not within specifications of 310-330 mm per catheter product drawing. This indicates that 27-47mm of the catheter was not returned for analysis. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial, and proximal extension lines were flushed using a water-filled lab inventory syringe. When the distal line and proximal line were flushed, water leaked through the hole adjacent to the luer hubs. The medial extension line flushed as intended. A manual tug test confirmed the distal, proximal, and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The report of an extension line leak was confirmed through visual and function inspection of the returned sample. The proximal and distal extension lines contained a hole directly adjacent to the luer hubs. When the proximal and distal lines were flushed, water leaked from the holes. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the junction between the catheter and luer hub (blue, brown) was leaking when flushed with 10ml of normal saline (n/s). The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.